Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, skin necrosis (injection site necrosis), was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported. Literature citation: park, s.j., park, j.w., ahn, g.a., choi, s.y., yoo, k.h., li, k., & kim, b.j. (2021). A study of the microbiological profile of filler-induced skin necrosis. Clinical and experimental dermatology, the educational journal of the british association of dermatologists. Doi:10.1111/ced.14653.

Event description:
This MDR is related to MDR 3013840437-2021-00100, 3013840437-2021-00101, 3013840437-2021-00102, 3013840437-2021-00103, 3013840437-2021-00104, 3013840437-2021-00105, 3013840437-2021-00108, 3013840437-2021-00109, 3013840437-2021-00111, and 3013840437-2021-00112, referring to the same literature article. This is an exemplary case about 1 of 12 patients for which no demographics were provided. This is a literature report from a retrospective study aimed to delineate the bacterial profile and prognostic factors of filler-related skin necrosis through a review of the clinical and microbiological features of the patients. This literature report from the republic of korea concerns a patient. The patient was injected with hyaluronic acid. On an unknown date after injection with hyaluronic acid, the patient experienced skin necrosis. As reported, the patient was injected with hyaluronidase immediately after the recognition of complications, at another hospital. Reportedly, the patient exhibited skin sloughing, soft tissue loss, or eschar and had simle bruising. The patient was diagnosed with filler-induced skin necrosis. The wound cultures were not performed. The patient was given ciprofloxacin immediately after visiting the hospital. As reported, the treatment regimen included sublingual nitroglycerin tablets, hyperbaric oxygen, antibiotics, daily occlusive dressings, and light-emitting diode therapy until epithelization was completed. Wound cultures were not performed. The outcome of the event was unknown. In the opinion of the authors, the fillers were not the source of the infections, because different types of fillers were employed, and the timing of the filler production was different. The authors assumed that damage to the lateral nasal artery occurred frequently when fillers were injected into the nasolabial fold.